Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing dizziness presented in clinic. Upon interrogation, the pulse generator exhibited output anomaly. The device was reprogrammed and the patient was in stable condition.